Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "sodium citrate tubes were under filling. Bd blue top tube ( 363083) not filling completely issues experienced with one lot of bd sodium citrate tubes cat # 363083 did not fill completely." 20 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "sodium citrate tubes were under filling. Bd blue top tube (363083) not filling completely issues experienced with one lot of bd sodium citrate tubes cat # 363083 did not fill completely." 20 occurrences were reported.